Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure for ventricular extrasystoles with a thermocool® smart touch® sf navigation catheter and suffered cardiac tamponade requiring pericardiocentesis (requiring pericardiocentesis) and vascular dissection (requiring surgical intervention). During the ablation phase of the procedure, there was an increase of impedance from 80 to 150 ohms during 1 second and a steam pop occurred. Cardiac tamponade was then confirmed and pericardiocentesis was required to drain the fluid from the pericardial space; however, the effusion did not stop. The patient was moved to surgery and sternotomy was done. The pulmonary artery was found to be dissected and required to be sutured. Prolonged hospitalization was required after surgery. Patient¿s condition improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Transseptal puncture was done with an abbot brk needle. The catheter flow was set at 8-15ml/min. No error message was displayed on any equipment. The force visualization features used were graph and vector. The parameters for stability used with the visitag module were 3s 3mm, force 25% 3g. Ablation index (ai) targeted 450 was used with the visitag as additional filter. Ai was also used as coloring option. Generator settings were 40w, temperature cut off 40°c, impedance cut off 250 ohms. This event was reviewed with the medical safety officer (mso) on 6/9/2021. The mso agreed with the clinician¿s decision of coding the event as ¿vascular dissection¿ due to the need of suturing the pulmonary artery. High readings is not MDR-reportable. Steam pop is not MDR-reportable. Since the events are life-threatening and required surgical intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage of a body structure, are to be considered serious and MDR-reportable.